Event description:
A paramedic reported that three months prior to calling adc customer service on (B)(6) 2015 they were working as "stand-by paramedics" on location, during the filming of a movie when a female with a known history of hypoglycemia became diaphoretic and subsequently lost consciousness. When they attempted to perform a blood glucose test using their adc blood glucose meter, instead of seeing a calibration number, they saw dashes. They were given a calibration bar from a different department which allowed them to use the meter, but the result that was obtained was not provided. The individual was treated on the scene with an intravenous infusion of 50% dextrose and was then transported to a local healthcare facility by a different ambulance. The caller had no additional information to provide regarding the diagnosis or possible treatment at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter powered on with button depression and insertion of both calibration bar and test strips. Calibration was recalled successfully. Calibration lot number displayed on the meter's screen an no dashes were observed. The complaint was not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.